Event description:
Information was received that a smiths medical ambulatory infusion cadd solis vip pump has a cassette that is not attaching properly. Incident occurred during testing; no patient involvement.

Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. Event log history was performed and indicate that "medium alarm acknowledged: cannot start pump" was recorded in history. During analysis, customer's stated problem was verified. Inspected the pump and attached cassette onto the device, it alarmed. Further investigation of the pump determined that air bubbles on downstream occlusion was the root cause of the issue. Service replaced the downstream occlusion sensor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.